Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4). The analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Over the weekend prior to report, the patient had contacted his physician because he heard his pump alarming. Telemetry confirmed that a motor stall had occurred on (B)(6) 2015 with the ¿stopped pump period may exceed tube set¿ message occurring two days later and no motor stall recovery. The physician prescribed the patient 100mg of oral baclofen per day, though it was later stated that the patient was taking 120mg. It was indicated that the patient had experienced some withdrawal symptoms including stiffness. The reporter stated that there was no electromagnetic interference or magnetic interaction related to this stall. There was also concern about the use of compounded baclofen with the catheter. It was stated that the physician would need to check the catheter for patency. Urgent authorization was being attained for a pump replacement and possible catheter replacement. A dye study was to be done at that time. Both the pump and catheter were explanted. The device system had been used to deliver compounded baclofen and dilaudid. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft- bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.